Manufacturer narrative:
Product evaluation: the product was not returned. The attached photos were reviewed. Photo one shows the carton label, lot number 32688851. Photo two shows a cartridge posterior surface up. The tip appears to be damaged (possibly split/cracked) beginning prior to fill to line and a possible aneurysm or split/crack damage on side of tip. Photo three shows a cartridge anterior surface up. The tip appears to be damaged (possibly split/cracked) beginning prior to fill to line and a possible aneurysm or split/crack damage on side of tip. There does not appear to be sufficient viscoelastic in the cartridge. Based on our observation of the attached photos, the cartridge appears to be damaged (possibly split/cracked) and clinical solution appears to be present in the cartridge. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in the reviewed photos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was implanted through a cartridge that was split along the sides. Additional information was requested.